Manufacturer narrative:
Device analysis report attached. This report is submitted on january 09, 2024.

Manufacturer narrative:
Per the clinic, the patient experienced non-auditory stimulation due to partial migration of the electrode array (specific date not reported). This report is submitted on january 31, 2024.

Manufacturer narrative:
This report is submitted on december 04, 2023.

Event description:
Per the clinic, the patient experienced a performance decrement due to migration of the electrode array. Subsequently, the device was explanted on (B)(6) 2023. The patient was re-implanted with another cochlear device (specific date not reported).